Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed volume test load v5 software. The event occurred during testing. There was no patient injury.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed dirty lens and a lifted dso seal. The tamper seal was not removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. Three different delivery accuracy tests performed were outside the published +/-6% delivery accuracy specification. It was determined that the cause was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).